Event description:
It was reported that this device was explanted after an implant duration of two (2) months. The reason for explant is unknown. The explanted device was replaced with a 23 mm edwards bioprosthesis. No additional information provided.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Device not returned. Although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted. No further actions are possible with the available information.